Manufacturer narrative:
The processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to be defective on this returned processor pca.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
(B)(4). See supplemental report.

Manufacturer narrative:
The customer ordered a replacement processor pca. The device remains at the customer site.

Manufacturer narrative:
Updated with correct problem statement.

Event description:
It was reported to philips that the device has a problem booting up. There was no reported patient involvement/adverse patient impact.